Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. Several abnormal aspiration and short sample alarms were observed on the customer¿s alarm trace data. This suggests an issue with sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result was 87.6 ng/l. This result was reported outside of the laboratory. The repeat result was 4.59 ng/l. Once repeat testing was completed, the initial result was corrected. The troponin t hs reagent lot number was 47003401 with an expiration date of 31-jul-2021.